Event description:
Dear (B)(6): I am a diabetic and use insulin from both lilly and sanofi daily. Lilly's humalog junior pens are often defective. They jam. One is unable to get the dosage of insulin needed from the pen. Lilly does not want to take responsibility for selling defective products. I called the number provided last week after another pen jammed. Simple question to lilly, do you want the defective pen back. Instead of an answer to this simple question, you get a half hour series of questions that I have answered many times before with each defective pen. Lilly does not have an executive complaint process at their home office. It is amazing to me that lilly can charge many hundreds of dollars for monthly supplies of insulin, yet not take responsibility for selling defective products. As the regulator of prescription drugs the FDA needs to take action. Thank you.